Event description:
Pt was undergoing a diagnostic laparoscopy. There was difficulty inserting an ethicon 11mm trocar. The trocar would not insert correctly. The trocar was removed from the pt. The trocar was bent at a 90 degree angle about half way up the shaft.